Event description:
It was reported that, "IV bolus of diprivan running at 20 cc/hr. Bolus infusing and pump was reset at 10 cc/hr. Approx five to ten mins later, IV pump infused diprivan (100 ml container). Biomed in process of attempting to duplicate the occurrence." It was later reported that biomed was not able to recreate the occurrence. No specific pt info was able to be rec'd.